Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Initial measurements were within the expected range; however, a rise was noted shortly after lead placement and continued to trend upward to out-of-range values. Technical services (ts) reviewed the data and troubleshooting recommendations were provided with consideration for lead replacement if elevated impedance persists. No adverse patient effects were reported. This rv lead remains in service.